Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient experienced a skin reaction with anaphylaxis and the throat closed. According to the report, the patient did not want to provide further information. The patient reported they were being checked for mastocytosis. The patient was reportedly treated with an unspecified prescription oral medication, allergen once a day. It was also documented that the patient did not get any treatment yet and needs bone marrow testing. At the time of the report, the patient still had trouble with throat anaphylaxis and was taking anti allergies. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect - clinical code - e0747 sore throat.